Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported separation, failure to advance and resistance during removal appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) with moderate tortuosity and heavy calcification that was 90% stenosed. A 3.0 x 15mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion and would not cross. The proximal shaft of the bdc was reported to have separated during advancement. Resistance was felt when removing the bdc from the anatomy. A replacement 3.0 x 12mm nc trek bdc was used but it also failed to cross the lesion. The lesion was left untreated. There were no adverse effects to the patient or clinically significant delay in the procedure reported. No additional information was provided.